Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) changed to an unexpected mode which resulted in battery depletion. The leadless ipg was reprogrammed and remains in use. It was noted that a pop-up appeared on the programmer indicating emergency vvi pacing. When emergency pacing mode was exited, the settings had changed, with the outputs set to 5v@1ms and the pacing rate setto 70 and the longevity had decreased. The patient's threshold was 0.5v@0.24ms and the output was adjusted back to the prescribed settings. It was further noted that the red emergency vvi pacing button on the programmer frame was not touched. No patient complications have been reported as a result of this event.